Event description:
It was reported that during a scheduled retrieval, images showed the filter to be in perfect conditions and properly situated in the vena cava. While removing the filter, the physician experienced a bit of a tug, not a major resistance and the filter was removed successfully. After the filter was removed, it was identified that approximately a 1/3 of a filter leg had detached and remained in the patient's cava wall. There was no injury to the patient, and there are no plans to retrieve the leg fragment.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The product has been returned. The evaluation is currently underway.